Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the cannula of the infusion set was bent inside the patient's skin resulting in elevated blood glucose levels. The patient's blood glucose level was around 500 mg/dl and she was transported to the hospital. At the hospital, the patient was treated with an unknown drop. The blood glucose result at the hospital was not provided. The patient was at the hospital for 23 hours.